Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was dislodged resulting in loss of capture and loss of sensing. An attempt to reposition the ra lead was performed, however, the lead was not able to be repositioned due to difficult patient anatomy. The ra lead was explanted and replaced to resolve the event. The patient was stable following the procedure.